Event description:
It was reported that a guidewire issue occurred. The 80% stenosed target lesion was located in a mildly tortuous coronary artery and had been stented. The marvel guidewire was used with an opticross 6 hd imaging catheter during intravascular ultrasound (ivus) examination of the target lesion. A pre-stent ivus run was successfully completed over the same guidewire. During the post-stent ivus run, the marvel guidewire became entangled with the ivus catheter. The physician pulled the guidewire and catheter out at the same time, and both devices were removed from the patient in one piece. Another ivus catheter was not used. The procedure was prolonged. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a guidewire issue occurred. The 80% stenosed target lesion was located in a mildly tortuous coronary artery and had been stented. The marvel guidewire was used with an opticross 6 hd imaging catheter during intravascular ultrasound (ivus) examination of the target lesion. A pre-stent ivus run was successfully completed over the same guidewire. During the post-stent ivus run, the marvel guidewire became entangled with the ivus catheter. The physician pulled the guidewire and catheter out at the same time, and both devices were removed from the patient in one piece. Another ivus catheter was not used. The procedure was prolonged. There were no patient complications, and the patient fully recovered.